Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead (his bundle) was successfully implanted and after placement of the right atrial (ra) lead the rv lead sensing became diminished and exhibited non-capture. The helix could not be retracted from the myocardium. The lead was capped and replaced. No patient complications have been reported as a result of this event.